Event description:
It was reported that the left ventricular (lv) lead had a "high voltage problem" and that "the lv lead was programmed high." It was suspected to have "drained the battery quickly" on the cardiac resynchronization therapy defibrillator (crt-d). The device was explanted and replaced. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.